Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced four infusion sets leakage due loss of catheters event on (B)(6) 2026. The site of leakage was at quick release (qr). The infusion set was in use for one day. No further information available.